Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit, the customer observed abnormal noises and a blood leakage after washing the blood. A further observation showed that the top of the cup was ruptured and an autologous blood transfusion could not be performed. See attached photos/video. The use of the device was unspecified. The customer ordered blood from the blood bank which increased the risk.